Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient underwent revision on (B)(6) 2012 due to patient allegations of elevated metal ion levels, tissue/bone destruction, pain, hip stiffness, grinding, and difficulty walking. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to a vertical acetabular cup, osteolysis, elevated metal ion levels, metallosis, and bone loss. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00789 / 00790).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient underwent revision on (B)(6) 2012 due to patient allegations of elevated metal ion levels, tissue/bone destruction, pain, hip stiffness, grinding, and difficulty walking. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00789 / 00790).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.